Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned with a crushed bottle top and 1 of 3 control tests read 3mg/dl high out of spec. The high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.the correct lot # of strips is 2dc3b3e.